Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a single component failure in the alarm circuit. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: -black box and alarm history review shows multiple consecutive alarms on the reported date. The pump powers ¿on¿ with a hard alarm, unable to be cleared. The display screen, the auditory and the vibration alerts are fully operational.. The pump¿s case was remove, the reference voltage was taken and found below specification. The component c38 was suspected, was removed and the reference voltage return to specification. The pump was able to power ¿on¿ and to display ¿verify¿ screen, the pump was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release